Event description:
It was reported that a nail holding screw jammed into the nail holding adapter during a t2 tibia nail insertion. This was during a case when the nail would not de-thread from the jig, this resulted in the nail snapping proximally inside the patient, this was removed and replaced with another nail using another set. No reported adverse effects other than a significant time delay.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The device reported in this MDR is deemed a duplicate of report 0008031020-2026-00186 and therefore is not reportable.

Event description:
It was reported that a nail holding screw jammed into the nail holding adapter during a t2 tibia nail insertion. This was during a case when the nail would not de-thread from the jig, this resulted in the nail snapping proximally inside the patient, this was removed and replaced with another nail using another set. No reported adverse effects other than a significant time delay.